Event description:
The following incident has been reported. A 23ga curved illumination probe was defective. Smoking at the tip. There was no patient injury. There was no user injury. The smoking was noticed in the eye. The case was completed with a new separate dorc probe without further incident. The sample is available for an evaluation.

Manufacturer narrative:
A call was placed to the reporter of this event for additional information. It is known that smoking is not uncommon and is likely due to tissue, blood, or debris on the tip. The probe is so tiny and if it touches blood or makes contact with blood or tissue will smoke. This device is intended to be used in conjunction with ophthalmic laser system during surgery to invasively direct and deliver laser energy to treat non-refractive conditions like a retinal tear. The laser is not intended to be destructive. It is likely that the device started out working and at some point either made contact with blood or tissue. Investigation of the concerned product revealed that there was no device malfunction. Examination of the returned sample revealed foreign material on the tip. The foreign material observed is most likely blood residue or tissue. The presence of the material will cause smoke as a result of when the laser is in use. Smoke is generated from the end of the laser probe as the result of the combination of heat and tissue/blood residue and is a common phenomenon and not considered a device malfunction or failure. Additional information will be provided by a supplemental report.

Manufacturer narrative:
Conclusion: examination of the returned product revealed foreign material on the tip. The foreign material observed is most likely blood residue or tissue. The presence of the material will cause smoke as a result of heat when the laser is in use. Since the particles are very small, they are not likely to cause any patient harm. Please note that complaints regarding dorc product will continue to be monitored by qa. At this time we have determined this complaint is not confirmed. This complaint has now been closed. Should any further information be reported a supplemental will be filed.